Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.

Event description:
Now suffers from profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries, and other injuries [injury], neuropathy [neuropathy peripheral], excess zinc [hyperzincaemia], copper depletion [copper deficiency], zinc poisoning [metal poisoning]. Case description: an attorney reported that a (B)(6) male client used fixodent denture adhesive, form/version unk, unspecified total daily use to secure his dentures that he received approx 17 years ago, and reported the following: now suffers with profound and permanent neurological injuries, severe and permanent physical injuries, and other injuries that have left him unable to perform normal, customary and daily activities; diagnosed with neuropathy attributed to excess zinc, copper depletion, and zinc poisoning. Health care professional was visited. Treatment: unspecified continuing medical care and treatment. The case outcome was not recovered/not resolved. The customer discontinued use of fixodent. Past medical history included: medical history - received his dentures approx 17 years ago. No further info was provided.